Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer threw the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The patient's blood glucose (bg) was impacted at 402 (mg/dl). The customer took a manual injection. It was indicated that the customer has manual injections available for alternate insulin therapy.